Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the left ventricular (lv) lead implant procedure, the physician was unable to get the active fixation helix to stabilize the lead. The appropriate transvalvular insertion tool and sheath were not used during implant and counter rotation method not utilized. The lv lead would not fixate in the vessel. It was also reported the stylet was unable to be inserted fully therefore good contact with the vessel wall was unable to be obtained. The lv lead dislodged. The lv lead was removed, and a different lv lead was deployed following the prescribed technique and the lead worked fine. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported the hybrid guide wire was unable to be inserted fully therefore good contact with the vessel wall was unable to be obtained.